Event description:
It was reported by the surgeon that the pt had a sudden event about six months ago where she felt weakness on the right side of her hip. Surgeon operated on her on 05/01. Rep was present for the revision surgery. Surgeon operated on this pt to replace the dall miles grip and cables as the cable was shown to be broken on x-ray and the pt was symptomatic.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.